Manufacturer narrative:
No medwatch form received from the user facility. All sections on this form completed by the manufacturer. Investigation findings: during functional testing of this returned product, the handpiece was found to have the potential to activate on its own. This was related to pc board failure. A design change has been implemented for this failure mode. This failure mode will continue to be monitored. There are no reported injuries related to this failure mode.

Event description:
This shaver handpiece was returned to conmed linvatec by the user related to ending of a product contract. There was no reported problem associated with the return of this device.